Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported a pt with excessive inflammation at photorefractive keratectomy (prk) one day post-operative visit. At visit pt complained of eye irritation. The reporter indicated that the pt was prescribed an oral steroid and the topical steroid dosage was increased. Additional info from reporter indicated that the reported issue resolved after ten days of treatment regimen. This report is for the right eye, and additional report will be filed for the left eye.